Manufacturer narrative:
The service engineer was unable to determine a root cause. The customer uses rack adapters for 13 mm sample tubes. Pinch tubing was last replaced on (B)(6) 2019. Liquid flow cleaning was last performed on (B)(6) 2019. The customer stated the sample was clear at the time of processing. The last preventive maintenance was performed in dec-2018. Maintenance is current. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer ran a performance check that was acceptable. The investigation determined the alarm trace was acceptable. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable troponin t hs stat results for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial result was 2084 ng/l with a data flag and was reported outside of the laboratory. A new sample was collected and the troponin t result was 54.74 ng/l with a data flag. The initial sample was repeated and the troponin t result was 61.37 ng/l with a data flag. There was no allegation of an adverse event due to the questionable results. The troponin t reagent lot number was 34588805 with an expiration date of 31-dec-2019.